Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted. On an unknown date, the patient was reported to have presented with heart failure symptoms. On (B)(6) 2018, the valve was explanted. The trifecta valve was replaced with a 23mm edwards intuity rapid deployment valve and the patient is reported to be stable. Upon explant, the trifecta valve was reported to have a tear from the top of the commissure running down approximately two-thirds the way down towards the base of the stent.

Manufacturer narrative:
The reported event of the torn leaflet was confirmed. Leaflets 1 and 2 contained tears, and there was a thin layer of pannus ingrowth on the inflow and outflow surface of leaflet 3. No inflammation or significant calcifications were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tear remains unknown.